Event description:
The medication was not coming out as fine mist it was spilling out and dripping out of the inhaler [product delivery mechanism issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse event product delivery mechanism issue and no adverse event in a male patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from the patient¿s mother via a telephonic call and email concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. The patient was being treated with albuterol sulfate inhalation (ndc, batch no, exp date and serial number not reported) (frequency, dose and strength not reported) for an unknown indication. On (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg inhale 2 puffs every 4 hours (batch no: ai25020, expiration date: oct-2027, and serial number: (B)(6) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2026, the patient received a sealed medication box from the pharmacy and on the same day the consumer started using the inhaler. On (B)(6) 2026, the patient observed that the medication was not coming out as fine mist it was spilling out and dripping out of the inhaler. The patient followed all the instructions and agreed to send complaint sample pictures. The patient requested for replacement. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. This case was considered as non-serious. The reportability of this case was periodic. Additional information (#1) was received on 05-jun-2026. The update included findings from the quality retention sample investigation. According to the investigation results, no defects or abnormalities were observed in the retention samples. However, review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on the involvement of multiple devices/lots, the case has been reassessed and upgraded for malfunction reporting. This case is considered as serious. The reportability of this case was expedited (malfunction report).

Manufacturer narrative:
This is default text configured for block h10.